Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. The customer's spouse declined a pump replacement as the customer is on comfort measures and is expecting to pass soon.